Manufacturer narrative:
Device evaluation of monitor (B)(4) was completed. The reported problem (discharge profile fault) was confirmed. Upon investigation the monitor displayed a service code 102. The monitor was unable to pass incoming functional testing. The cause for the service code 102 was isolated to contamination on the pins of pca jumper j1000. The root cause for the contamination on j1000 could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that discharge profile faults were present in the patient's flag files.